Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet system after a recent infusion set change; blood glucose was reported as 401 mg/dl on cgm with a confirmatory fingerstick of 387 mg/dl, and the user administered an external insulin injection while connected to the pump, then was instructed to pause for 1.5 hours and reconnect, with a plan to change the site if glucose rose again; additional training was assigned and the case was transferred to a partner clinician, and goodwill replacement infusion sets, connectors, and cartridges were arranged. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included review of system reports, troubleshooting steps, user education, and clinician-led guidance. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with a potential infusion set or site issue not confirmed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.